Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that ins recharger (insr) was showing ¿charge complete¿ immediately after pressing the button to start charging. The patient¿s programmer confirmed the ins was fully charged, but stimulation was off. The stimulation was turned back on, and the patient reacted when it was turned on. It was confirmed the patient was okay. It was unknown how the stimulation was turned off. It was noted that the patient was in the hospital for reasons unrelated to the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.